Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary enterotomy procedure while employing continuous suturing, the suture broke and ruptured and failed. Blood loss more than 500 cc. The surgical time extended more than 30 minutes and the incision was extended. The animal expired.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted four suture fragments and no needles. It was observed, under magnification, that the sutures appeared to have split under tension. Unfortunately, as no sealed samples were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.